Event description:
This report was reported by a consumer as "high blood glucose levels" and concerns a pt who was using novopen 3 (insulin delivery device) due to diabetes mellitus (type unknown). The pt experience high blood glucose levels and was hospitalized in 2005. It was stated that the device broke after hospitalization. At the hosp the pt's blood glucose values were high (not measurable) and the hosp doctors assumed a faulty novopen. The pt was discharged from the hosp in may 2005. The outcome of the event was not reported.